Manufacturer narrative:
Unit p-cap, reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, missing display window cover, cracked keypad overlay, stained keypad overlay, keypad overlay peeling, cracked battery tube threads, and cracked case on the battery tube side. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump was cracked along battery compartment. No harm requiring medical intervention. Insulin pump was returned for analysis.